Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs. Add'l devices implanted and/or related to this event: (B)(4).

Event description:
On (B)(6) 2010, this pt was implanted with gore tag thoracic endoprosthesis and three gore excluder aaa endoprostheses to treat a thoracic-abdominal dissection with an aneurysmal component. It was reported that the first tag was used for covering the entry hole of the dissection in the descending aorta, just below the left subclavian artery. The second tag device was implanted distally. The excluder devices were implanted in the abdominal aortic artery, which the dissection extended into. The pt tolerated the procedure. On (B)(6) 2010 the pt expired. The cause of death was from an aortic rupture. It was reported that the cause of the rupture was due to the inability to perfectly seal off the blood flow into the false lumen, the physician expected the progression of thrombosis, but that did not occur.